Manufacturer narrative:
No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned ICU sample was tested and met product specifications. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 6" (15 cm) appx 0.71 ml, smallbore trifuse ext set w/3 microclave¿ clear, 0.2 micron filter, 3 clamps (blue, yellow, white), rotating luer where it was reported the customer was seeing leaking while utilizing the trifuse (mc33587) with use of the safebreak device. Specifically, there was leaking between the safebreak and male luer (common leg) of trifuse extension set. There was unknown patient involvement, unknown human harm and unknown delay in therapy reported.